Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. Following dilatation with a 4.0mm non-bsc balloon catheter, a 4.00 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. The lesion was again dilated using the same balloon catheter and the device was advanced, however; the stent still failed to cross. The device was removed and it was noted that a part of the stent strut was lifted. The device was removed from the patient and the procedure was completed with a 4.00 x 12 non-bsc drug-eluting stent. No patient complications were reported and the patient's status was stable.